Event description:
It was reported that the device overheated during a procedure. The procedure was completed using this device with no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation, the alleged overheating was confirmed. The rotor was stuck in the motor due to corrosion. The motor cartridge, motor housing and the balanced rotor were replaced. Other preventative maintenance was performed and the device was returned to the account.